Event description:
Customer reported high levels of etco2 and fico2.there was no reported pt injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.